Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a system had no aspiration during a surgery. The patient experienced a wound burn. Additional information has been requested.

Manufacturer narrative:
The customer reported an occlusion occurred during sculpt, there was no aspiration. There were no problems with phaco. However, a burn occurred and five sutures were needed to seal the wound. A video is available for review. The surgery was listed as cataract extraction left eye (os). In the video sent by the customer, during the first pass during sculpt, milking is seen. There were two primary incisions made, one at 3 o¿clock and the other at 9 o¿clock (temporally and nasally). Viscoelastic were then placed in the eye and a third incision was made at 12 o¿clock (superiorly). Through the superior incision entry point, the anterior capsulorhexis was removed with forceps. It appears that the capsulorhexis had been already been completed with the assistance of a laser. The nucleus was free floating within the posterior capsular bag. The insertion of the viscoelastic was then seen, to create a working space. The surgeon inserted the phaco handpiece into the patient¿s eye, through the superior incision point (which appeared to be tight fitting). Upon making the first groove (in sculpt), lens milking could be seen. The milking was immediately aspirated and the superior incision could be seen turning "white." The nucleus appeared dense; phacoemulsification was used to remove the lens without further complications. Upon beginning the irrigation/aspiration (I/a) portion of the case, the camera zooms in on the jagged superior incision, where the corneal burn is seen clearly. At this point the video shuts off. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The centurion vision system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The system was manufactured on september 28, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this centurion system. The root cause of the reported events cannot be determined. (B)(4).

Event description:
A doctor of ophthalmology reported that a system had no aspiration during the sculpt phase of a procedure. The phaco step was finished without further issues. The patient experienced a wound burn and five sutures were required. Additional information has been requested but not received to date.